Manufacturer narrative:
Product event summary: analysis confirmed the reported event, contamination of the battery contacts caused the reported event. It was also noted that the upper case was contaminated, the lower case was contaminated, three control knobs were contaminated, the heart wire block was contaminated, the battery drawer was contaminated, the battery latches were contaminated, two side bail covers were contaminated, the ring cover was contaminated, the output connector was contaminated, the heart wire contacts were contaminated, the ring was bent, the high rate cover was contaminated, the interconnect flex was out of specification, the display flex was contaminated, the heart lead flex was contaminated and the battery flex was replaced as a preventative.

Event description:
It was reported the external pulse generator (epg) turned off while on a patient. The biomedical engineer found that the right battery terminal was corroded and pitted, from a possible leaking battery. The epg was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
Further review prompted a change in the device analysis results.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).